Event description:
It was reported that the implantable neurostimulator (ins) was presenting high impedances. It was noted that on (B)(6) 2013 electrodes c <(>&<)> 10 were greater than 40,000 ohms; 8 <(>&<)> 10 were greater than 40,000 ohms; 9 <(>&<)> 10 were greater than 40,000 ohms; and 10 <(>&<)> 11 greater than 40,000 ohms. It was further noted that on (B)(6) 2013 electrodes c <(>&<)> 10 were greater than 14,387 ohms; 8 <(>&<)> 10 were greater than 16,712 ohms; 9 <(>&<)> 10 were greater than 14,390 ohms; and 10 <(>&<)> 11 greater than 18,075 ohms.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received reported that the cause of the high impedances was unknown. It was noted that no malfunctions were seen with the device and no interventions were planned to resolve the issue. It was noted that the high impedances did not resolve. It was noted that the impedances with contact 10 was not affecting the patient's therapeutic settings.